Manufacturer narrative:
(B) (4).

Event description:
Pt reported never having therapeutic effect. He said the trial with the device was not very successful, but the decision to implant the device was made anyway. His symptoms were mainly at night, but he was using the device all day. Pt discussed the problem with a company rep and his doctor, and reprogramming was tried several times, but not successful. Pt stated that, "the system does not work" and put a question mark by the statement on the questionnaire about having surgery in the future.